Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead codes applicable to the leads: device code: c76126 eval code method: 4114 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. They reported they had a "second re-do" on (B)(6) 2019 because the leads had slipped and they weren't getting pain relief. It was noted the ins was turned on one week after the surgery and they met with a manufacturer representative (rep) a 2nd time on (B)(6) 2019 to increase settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the explanted lead was disposed of in the operating room. Since the lead replacement surgery on (B)(6) 2019, the muscle cramping had been resolved. The manufacturer representative stated that the prior lead had migrated laterally, which caused the cramping and the pulling sensation. The patient was reprogrammed on (B)(6) 2019 and had been getting effective pain relief since then. It was noted that the issues had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had excellent pain control which changed about a week ago. The patient was no longer getting any pain relief and had muscle cramping and a pulling sensation when the device was on. It was unknown if any external or patient factors contributed to the issue. An x-ray confirmed that the leads had moved. At implant the lead tips were at t3 and now one lead was anterior at t1 and the other was at t2. Reprogramming was done with the posterior lower lead to see if the patient got pain relief. The issue was resolved at the time of the report. The indications for use were malignant pain and thoracic.